Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no physical damages. Event log history was performed, and no issues were found in history. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump failed to deliver therapy per the programmed settings. A discrepancy in the volume that should remain, and the actual remaining volume was noted. There was no reported injury to the patient.